Event description:
The user facility reported that when preparing the subject device for use, prior to a procedure, the monitor would not power up. The intended procedure was completed using a similar device. The procedure was delayed less than 15 minutes. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Upon inspection and testing of the device, the customer's complaint was not confirmed. However, service found there was no image on the display due to a printed-circuit board failure. Additionally, service found a stain on the lcd panel. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image would not display due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Dirt was also found on the surface of the lcd panel; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.